Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0213 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rewf0213) have been reported from one (B)(6) facility.

Event description:
They reported during the procedure, they noted a liquid flows out from the insertion site. Removing the device they note a broken rupture a 2cm near the internal point of insertion. No damages for the patient.